Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. It was reported that there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: on investigation, the alleged damaged cartridge compartment issue was verified. The cartridge compartment was found to have cracked in the threads area. The pump powered up to the display with auditory and vibratory features. All the buttons responded properly. Unrelated to the casing issue, the display was dim and discolored. The keypad cover was torn. Removal of the cover found contamination under all the button contacts. In addition, the bolus button cover was also torn with no tactile issue observed.